Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator had an alert for ¿possible high voltage circuit damage¿ noted on (B)(6) 2019. The patient presented in clinic on (B)(6) 2019. Upon review, the device attempted to deliver a shock, but the right ventricular (rv) lead failed due to impedance issue which resulted the device to have circuit damage. The patient underwent a procedure on (B)(6) 2019. The device was explanted and replaced as it reached elective replacement indicator on (B)(6) 2019. The rv lead was plugged into the left ventricular port and it was pacing appropriately. A new rv lead was implanted. The patient was stable after the procedure.

Manufacturer narrative:
The device circuit damage was confirmed. An arc was observed on the device and the damage appeared consistent with that caused by a lead arc to the can. The lad arc caused damage to the device¿s high voltage output circuitry. (B)(4).